Manufacturer narrative:
Philips service replaced the rgb mediawall 4200 and restarted the system successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to boot past the splash screen countdown on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.